Event description:
During remote monitoring, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the right atrial (ra) lead. Abbott technical support was contacted and recommended further investigations, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.